Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with mentor smooth round moderate profile 300cc saline breast implants which the patient reported the following: I have suffered many systemic symptoms due to my implants over the years such as chronic fatigue, chronic cough, rash, brain fog, dry skin, dry eyes, headaches, chills, photosensitivity, anxiety, sleep disturbance, dizziness, dehydration, edelman, vision disorder, sound sensitivity, feeling of suffocating, chronic back pain, heart palpitations, slow healing, intolerance to temperature, easy bruising, tinnitus, sensitive lymph nodes under the armpits some symptoms have disappeared since explanation (B)(6) 2019. This report is for one of the two implant.